Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a procedure, a patient had a retained capsule which was removed via surgery. The last known patient's status is that the patient is stable. The customer reports a retained capsule, confirmed via x-ray, from a pillcam study that they underwent on (B)(6) 2016. The customer reports this patient is elderly and has a number of health issues, particularly ongoing radiation and chemo treatments. This study was in-patient. The following is a timeline of events: (B)(6).